Event description:
Chemstat done in ed to check hemoglobin/hematocrit levels due to patient presenting with active gi bleed. Per chemstat, h&h 5/15 and edmd placed orders to transfuse 2 units prbcs based on results. Lab cbc resulted with h&h 12.6/37 prior to initiation of transfusion, so orders discontinued. FDA safety report ID# (B)(4).